Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked when filling the cartridge. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked when filling the cartridge. No serious injury or medical intervention was reported.